Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the system was explanted due to abdominal pain that began on (B)(6) 2019. It was noted the patient had a history of low back and leg pain. The patient was listed as alive with no injury at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported via the manufacture representative (rep) stated the patient was implanted on (B)(6) 2019 and the system was explanted on (B)(6) 2019. The hcp reported the was admitted to the hospital due to abdominal discomfort and pain. The rep noted it was originally thought the patient was constipated, however, pain did not subside over the next two days. The hcp explanted the entire system on (B)(6) 2019. The hcp stated the patient no longer complained of abdominal pain, and no injury was reported. There were no further complications that have been reported as a result of this event.